Event description:
Procedure type: gastroplasty. According to the reporter: the clipping has occurred only at the beginning of the fabric, leaving the remainder of the fabric without stapling. Correction was made for cauterization, suturing manual and post-surgical drain. No injury reported. No permanent damage. The event did not prolong the hospital stay. The surgical time was extended.

Manufacturer narrative:
(B)(4).